Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low blood glucose, predominantly in the morning and intermittently during the day, while using continuous glucose monitoring and meal announcements; the user had recently lowered the cgm target per nutrition guidance and began selecting smaller-than-usual meal announcements, which reduced but did not eliminate lows. Symptoms included low blood glucose. Outcomes included no hospitalization or medical intervention and continued device use. Investigation included a review of user-reported use patterns and education on activity-related insulin suspension. Investigation of this case revealed that the lows occurred in the context of user-selected settings and meal announcement choices, with partial improvement after adjustments. It was concluded that device malfunction was not confirmed and that continued coordination with the healthcare team for individualized settings, including potential weight adjustment, would be appropriate.